Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the visual display (lcd) was fine, the touchscreen was not responding. There was no patient involvement.